Manufacturer narrative:
Additional information: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. A manufacturer representative went to the site to test the equipment. Testing revealed that the upper and lower caps were backing out of the panels, which was impeding door motion. To resolve the issue the door caps were replaced, the doors were adjusted for clearance, and the door switches were adjusted. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system's rotor did not turn. There was no patient present when this issue was observed.